Event description:
During tonsillectomy and adenoidectomy, the surgeon was using the valleylab autocautery unit when the bovie tip "flamed up". It was making a buzzing sound during cut mode. Bovie setting used set to 30/30 - blend. Bovie setting turned down to 25. Case finished without incident. Valleylab esu taken to clinical engineering after incident. There was no injury to patient, surgeon, or staff. No problem was found by clinical engineering. Valleylab representative stated flash was due to increased oxygen in buccal cavity.